Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level with blood glucose of 400 mg/dl,then will go down to the 300 mg/dl by 9pm and by midnight was 180-120 mg/dl. The customer was treated with the insulin pump. The insulin pump and sensor will not be returned for analysis.